Event description:
A gore viabahn endoprosthesis was used for the treatment of a subclavian artery pseudoaneurysm. Upon deployment of the device, approximately 1" of the line was removed when the deployment line broke. The proximal end of the device had begun to deploy. The device was surgically removed and three additional devices were successfully deployed to treat the pseudoaneurysm. The patient was fine post procedure.

Manufacturer narrative:
A device evaluation is anticipated pending the return of the device. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The investigation is in progress pending the receipt of additional patient identification information, and the analysis of the returned device.